Manufacturer narrative:
The device inspection revealed that the power cord was damaged, no internal wires were visible. The investigation is still ongoing.

Manufacturer narrative:
The review of post market surveillance data revealed that the power cable damage may have been a consequence of mechanical stress, such as being bent or snapped between moving parts of the bed frame. Sparks may be visible at that time, as claimed in the reported case. However, in the reported case the customer did not claim any circumstances of the damage. As per the inspection results, the power cord was defective and was replaced in arjo service center. The source of the power cord being damage was not confirmed. The auralis instruction for use (IFU) 04.ai.00en states: ¿the power cable must be positioned in the cable management on the left side of the auralis mattress¿. This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. The IFU warns "to prevent tripping, keep cables away from moving bed parts or other possible entrapment areas." It remains unknown if the cable management system was in use during the event. Arjo device failed to meet its specification when the sparks were coming from the damaged power cable. There was no indication that the arjo device was used for a patient treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the power cable was sparking. Sections b5, g2, h6, h11 were updated.

Event description:
The customer reported that the power cord plug was sparking with a ¿bang¿ sound and a flash of light. The power cord was unplugged. There was no indication of patient involvement, and no injury was reported. The device inspection revealed that the pump power cord was cracked with no internal copper wires visible. The power cord was replaced and the device started to operate correctly.

Event description:
The customer reported that the power cord plug was sparking with a ¿bang¿ sound and a flash of light. The power cord was unplugged. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
The investigation is ongoing. The results will be provided once the investigation is completed. D4. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.